Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (not powering up monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be sent a replacement battery pack. No adverse event resulted from the defective battery. The battery was not in use by a pt.

Event description:
A zoll pt service rep (psr) called zoll customer support that battery pack sn (B)(4) was not powered up a monitor. The battery was not in use by a pt.